Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, endoscope image turned upside down. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site had reseated the endoscope, but the issue was not resolved. Tse had site perform the following steps: move the endoscope, rotate the endoscope base until the correction orientation was displayed on the screen, press the clutch button on the universal surgical manipulator (usm) arm to cancel guide tool change (gtc), and then reinstall the endoscope on the usm arm, but the issue persisted. Site moved the endoscope from usm 2 to usm 3, but endoscope engagement errors appeared. Tse had site use a new endoscope, which resolved the issue. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. There was no patient injury. The scope has been sent for repair and back on circulation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer confirmed that no other scopes have an issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.